Event description:
Additional event information: they were doing a typical tavr with a medtronic evolute from the femoral approach and the case was going smooth. They deployed the valve and when they went to remove the delivery system the wire appeared to be caught on the nose cone of the delivery system in the left ventricle. They then started trying to pull a bit harder to see if the delivery system would come out and they noticed that the wire started unwrapping at the distal end. The decision was made to pull both the medtronic delivery system out and the wire as one unit. The wire and delivery system were successful removed with no complications. The case was completed at that point so nothing more was done.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload fracture of the core wire 0.05cm from the distal tip joint with the metallic core wire protruding through the coil wraps 259.3cm from the proximal end. The specimen also presented offset/overlapping coil wraps over the distal 2.50cm and 8.65cm from the distal tip with stretched coil wraps 8.65cm from the distal tip to approximately 244.8cm from the proximal end; consistent with manipulation of the wire against resistance. In addition to large radius bend damage scattered over the length of the specimen, the specimen also presented kink damage 31.5 to 31.7cm from the distal aspect of the formed curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. ·never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The supplied image presents indications of tensile overload of the distal tip joint, as manifested by the entire formed distal curve region of the core wire protruding through the outer coil wire and subsequent stretched coil damage. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors impacted on the event as reported.

Event description:
The cath lab manager reached out to sr this morning, (B)(6) 2021, and notified him that a safari wire that was being used in a tavr case yesterday, (B)(6) 2021, became unraveled at the tip of the wire. Additional information, including an image was received from the distributor on (B)(6) 2021. It was reported that the damage occurred during use inside the patient. The damage occurred at the end of the case so the wire and delivery system were removed and the procedure was complete. The patient is doing well and no complications arose.